Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a constant alarm (the batteries were removed) was confirmed and reproduced by service. The quality engineer assigned failure code 401:317:850:0000, found in the event history, to be the as determined problem. This condition was caused by a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a constant alarm (the batteries were removed); this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.